Event description:
It was reported that there was a fluctuation in hv lead impedance. Noise was observed during a stress test. The noise was not reproducible and all measurements were normal. Lead was partially extracted, capped, and replaced. Patient was fine after procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.8cm was returned for analysis. External insulation abrasion was noted at 6.8-7.0cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observations from the field of noise and fluctuating hv lead impedance.